Event description:
An incident was reported where the customer experienced a high blood glucose level. The specific value was unknown but indicated as "high" on both the cgm and bg meter. Cause was not known. There was no additional information received regarding any corrective actions taken or outcomes, as the customer declined further troubleshooting.